Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. The device was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was unknown. The customer was unable to resolve the alarm with an infusion set change. The customer also reported a motor error alarm during a bolus delivery. The customer could not recall any significant events leading to the alarm. The customer was assisted with clearing the alarm. During troubleshooting it was found the customer was able to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.